Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2013 due to moderate elevation in capture threshold. The physician was dr. (B)(6) at morton plant hospital in (B)(6) fl. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).